Manufacturer narrative:
No eval can be performed; device was not returned to synovis.

Event description:
Pt re-herniated through the middle of the veritas surgical mesh and required surgery. The surgery was a 6-hr lysis of adhesions, and another MFR's buttress was used as the replacement. No add'l details are available.